Event description:
During an implant procedure, an increase in the pacing impedance and a loss of sensing were observed on the device. Additionally, the set screw of the device was too loose. As a result, the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported field event of setscrew anomaly was confirmed. The reported field event of high impedance and sensing issue was not confirmed. The left ventricular setscrew was found to be fully stripped and dislodged from the lead bore. This would not allow the set screw to be tightened and properly secure the lead. It is suspected the damage occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.